Event description:
An impella cp was inserted via the right femoral artery to support the 71 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, and presenting in scai stage c shock. Underlying medical history was not shared. The cp was successfully placed at community hospital and then the patient was transferred to the tertiary medical center, and the patient was admitted to the ICU for continued monitoring. When in the ICU the team observed a hematoma that was new and not reported at the first medical center. They made decision to evaluate the site by ultrasound and stopped the heparin anticoagulation. The team was to use the ultrasound rather than CT contrast due to acute kidney injury. The heparin had started prior to the hospital transfer and was noted to be 18u/kg/hr. After 8 hours of support on the cp the team explanted the pump and replaced it by an axillary artery accessed impella 5.5. The cp device had functioned as expected, p-9 with 3.8l/min flow with d5w in the purge solution. The patient remained on the 5.5 pump for 3 days til care was withdrawn and the patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported cardiomyopathy and admission in scai stage c shock.

Manufacturer narrative:
A6 are unknown. An impella cp was inserted via the right femoral artery to support the 71 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, and presenting in scai stage c shock. Underlying medical history was not shared. The cp was successfully placed at community hospital and then the patient was transferred to the tertiary medical center, and the patient was admitted to the ICU for continued monitoring. When in the ICU the team observed a hematoma that was new and not reported at the first medical center. They made decision to evaluate the site by ultrasound and stopped the heparin anticoagulation. The team was to use the ultrasound rather than CT contrast due to acute kidney injury. The heparin had started prior to the hospital transfer and was noted to be 18u/kg/hr. After 8 hours of support on the cp the team explanted the pump and replaced it by an axillary artery accessed impella 5.5. The cp device had functioned as expected, p-9 with 3.8l/min flow with d5w in the purge solution. The patient remained on the 5.5 pump for 3 days til care was withdrawn and the patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported cardiomyopathy and admission in scai stage c shock.

Manufacturer narrative:
D3 has been added as this inadvertently omitted from the initial mw submitted. Major bleed/pdi: the cause of the injury was not determined due to insufficient clinical details.